Event description:
It was reported while using bd texium needle-free syringe, 3 ml there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: 1-2ml could be pulled up, then syringe 'blocked'. Pulling up and squirting back into vial did not work. Reconnection of syringe to vial also failed. There appeared to be nothing wrong with texium's vail adaptor, because another texium syringe could be used to withdraw from vail. "

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-dec-2022. H6: investigation summary one my8020-0006 sample was returned for investigation in the packaging of an my8003-0006 product from lot 92212402; residual fluid was present in the device. The feedback provided by the customer suggests only 1-2ml of medication was able to be drawn into the device. A visual inspection of the returned sample did not identify any manufacturing defects or damage which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the texium syringe to a bd microlance 3 catheter from stock and drawing fluid; it was possible to aspirate and expel 20ml of fluid easily, with no flow issues or connection issues detected during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for the reported my8003-0006 product from lot 92212402 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customers experience. However as the feedback was reported against a my8003-0006 product, and not the received my8020-0006 it could not be determined if the actual complaint sample was received for investigation in this instance.

Event description:
It was reported while using bd texium needle-free syringe, 3 ml there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: 1-2ml could be pulled up, then syringe 'blocked'. Pulling up and squirting back into vial did not work. Reconnection of syringe to vial also failed. There appeared to be nothing wrong with texium's vail adaptor, because another texium syringe could be used to withdraw from vail. "